Event description:
It was reported the pt lost stimulation coverage on one side. Implant of the new lead resolved the pt's issue. On (B)(6) 2013, the pt underwent surgical intervention. During the procedure, the doctor disconnected the existing lead and implanted a new lead. The lead that was disconnected remains inside the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.